Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable.

Event description:
A procedure commenced to extract three leads: right atrial (ra), left ventricular (lv), and right ventricular (rv) leads. During the attempted extraction of the rv lead using a glidelight model 500-303 with the device's outer sheath, the patient's blood pressure dropped and an effusion was confirmed. Rescue efforts commenced immediately, including sternotomy and bypass. A tear in the superior vena cava (svc)/innominate region was discovered. The tear was successfully repaired and patient survived the procedure.